Event description:
It was reported that this right ventricular (rv) lead as part of the system revision due to infection and pocket erosion. Reportedly, the system was taken out using the laser lead extraction the patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead was explanted.